Event description:
Device 2 of 2: reference MFR report number: 1627487-2019-03093. It was reported the patient was experiencing inadequate stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the patient's leads were explanted and replaced. Therapy was restored post-operatively.